Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with lite gloves. The customer reports that during set up, every other lite glove tears apart while pulling over the handle. No patient present.